Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there are no alarms related to the complaint noted in the pump history. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The data for the time of the reported incident is unavailable for review due to continued pump use. An ezprime operation was performed with no difficulties, and the units remaining were correctly calculated. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On multiple occasions the pt has experienced hypoglycemia in the morning and required the administration of glucagon.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.